Event description:
Received info regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during basal delivery. Customer's blood glucose level was not impacted. Customer was able to reload the cartridge successfully and resume insulin delivery.

Manufacturer narrative:
No product returned for eval. Should new info become available, a f/u supplemental report wil be submitted.